Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes customer found black foreign in tube. The following information was provided by the initial reporter. The customer stated: "black foreign body in tube. Discovered on tray directly out of the box."

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes customer found black foreign in tube. The following information was provided by the initial reporter. The customer stated: "black foreign body in tube. Discovered on tray directly out of the box."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-13. H.6. Investigation summary: material #: 368520. Lot/batch #: 3002727. One sample was returned, and evaluation of the sample indicated black dirt-like fm. One photo was provided for investigation. Photo indicated failure mode for foreign matter was observed. One sample was returned, and evaluation of the sample indicated black dirt-like fm. Additionally, 100 retention samples from bd inventory were evaluated by visual examination, but issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter based on returned sample and photo. Bd was not able to identify a root cause for the indicated failure mode.